Manufacturer narrative:
(B)(4). An internal investigation is currently under way, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(6) 2013 in order to obtain additional information regarding the home patient's (hp) report of using antibiotics in her solution bags. The pdrn stated that the hp had been diagnosed with peritonitis on (B)(6) 2013. The cause of the peritonitis was unknown. The hp was not hospitalized for the event, but does reside in a nursing home. The home patient was treated with fortaz 1g intraperitoneally (ip) once daily x 3 weeks. The hp is recovering from this peritonitis event. No additional details are available.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed. Reviews of manufacturing records revealed no issues and no deviations from standard procedure, and the user did not describe any types of use errors that might have caused potential contamination. A root cause was undetermined. If there is any further relevant information from that review, a supplemental medwatch will be filed.